Manufacturer narrative:
07sep2021. Multiple attempts were made to obtain information regarding the repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Report date: 20jul2021. There was no patient involvement.

Event description:
It was reported that the ventilator would not power on or charge the battery. There was no patient involvement. The biomedical engineer inspected the device and found that the device will work on battery, but the power supply is not charging the battery. The customer will order a power supply. Further information is pending.